Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted soon after implant due to mitral regurgitation. At explant surgeon observed a suture loop and stent distortion.